Event description:
It was reported the spinal cord stimulation patient experienced difficulty charging the implantable pulse generator (ipg) and was unable to charge the ipg. The patient was educated on charging techniques, however, this did not resolve the reported issue. The patient subsequently lost stimulation an underwent an explant procedure. The explanted device was discarded by the facility and will not be returned.